Event description:
It was reported that this the minute ventilation (mv) and accelerometer features for this pacemaker were recently reprogrammed, however the patient was now experiencing a racing heart rate with minimal movement. The patient was referred to the physician. This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device appeared to exhibit an increase in the pacing rate as a result of the minute ventilation (mv) sensor response to non-respiratory signals. Please refer to the description for more information regarding the specific circumstances of this event.